Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer (fse) reported that main drawer 1 was not detected on the bus. The fse removed the back panel and found no light emission diode lights on the controller board. The device was powered off, and a disconnected pyxis bus cable was found at the controller board. The cable was reseated, and the device was restarted. The drawer was then detected, and the repair was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.